Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with multiple episodes of non-sustained rv oversensing. Review of stored egms revealed that the oversensing was due to myopotentials programming changes were made. Device remains implanted.